Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿when they are using a 180 scope and you plug in the paddle there is no image¿ was confirmed. The phenomenon was due to a faulty patient board set and printed circuit board. In addition, the unit was equipped with a new version switch type and out dated software. Normal wear was noted on the unit¿s housing. The investigation is ongoing, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, detection issues were noted when using the 180 series scope and paddle with no image was observed. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The unit was delivered to the customer december 14, 2014 lm reported that the most probable cause for the reported event is as follows: the device is a product before countermeasures due to a change in the operational amplifier circuit design of the dr board, and it is presumed that it was caused by the failure of the operational amplifier. It was confirmed that the design of the operational amplifier circuit on the dr board did not meet the specifications, and the design was changed (the inside of the mask may be blacked out with the 180 scope). Countermeasure products have been applied to unit shipped after june 13, 2018 and after june 14, 2018. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.